Event description:
It was reported that a staff member was injured while using a zoom stretcher, no medical intervention or serious injury reported. It was also reported that it may have been difficult to engage the brakes and zoom feature.

Manufacturer narrative:
A nurse was using the zoom function when it allegedly stopped unexpectedly and strained the nurse's shoulder.

Event description:
It was reported that a staff member was injured while using a zoom stretcher, no medical intervention or serious injury reported. It was also reported that it may have been difficult to engage the brakes and zoom feature.